Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2017 with the following findings: a review of the pump¿s alarm history showed cs 078 (motor rewind error) call service alarms had occurred. During testing, the rewind, load and prime steps were performed successfully and the pump successfully completed the 24 hour duration test with no call service alarms or warnings occurring. The pump was opened and there was moisture/corrosion observed on an internal component connector. The complaint of a call service alarm issue was shown in the pump history but was not duplicated or confirmed during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment and a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).